Event description:
An orthofix limb reconstruction system fixator was applied to a pt for the treatment of a proximal femoral fracture. While inserting a bone screw it broke. A portion was left in the femur and the remaining portion was discarded. It is noted in the complaint report that the bone was found to be extremely hard. Only five bone screws were inserted into the bone and the operation was completed with the screw tip unremoved. In 2004 tne 2nd bone screw inserted into the proximal femur broke and a few days later also the third screw. The tips were left in the pt's bone. The screw breakages caused a loss of fracture reduction. A further surgery was performed adn the pt is expected to heal as desired.